Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. On the same day, the patient went to the hospital due to the symptoms and was treated with vancomycin (2 gm, intraperitoneally (ip)) and ceftazidime (1gm, ip) as shock treatment for the event. The patient was also given ceftazidime (250 mg per change, 4 changes per day, ip), gentamycin (80 mg per change at night, ip), and fluconazole (orally, dose not reported) for 21 days of treatment. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.